Manufacturer narrative:
The additional information related to date of hospitalization has been received which was not included in previous report. The information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was 454 mg/dl. Customer was hospitalized for one day on (B)(6) 2020, while hospitalized, customer was treated with IV insulin drip. Customer also reported that the insulin pump was not working. They she stated that when they give a bolus, it doesn't move. They then treated with a manual injection. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.